Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the jaws on device would not open after inserting into the patient's abdomen. The jaws were never closed on tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Added additional information: the device was received in good physical condition. The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. During functional testing the jaws opened and closed without difficulty.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.